Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4272917. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the lip of bd vacutainer® glass sterile tubes, siliconized interior, 0.105 m buffered sodium citrate, hemogard¿ closure, seethru label, 4.5. Ml draw, 13 x 75 mm was cracked. No injury or medical intervention.